Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician advanced and retracted a ruby coil multiple times using a non-penumbra microcatheter and, consequently, the ruby coil unintentionally detached within the microcatheter. The physician therefore used a syringe to create negative pressure and removed the ruby coil. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.